Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest pain. Chest x-ray was performed and revealed the right ventricular lead had perforated the heart with pericardial effusion. Infection was suspected and the whole system was explanted. No further information was available.